Manufacturer narrative:
Per the clinic, the patient experienced a scalp cellulitis and an infection. Subsequently, was treated with oral antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Correction: the previous or initial MDR submitted on february 27, 2025, was filed inadvertently. The correct explant date is (B)(6) 2023 as previously reported.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an extrusion. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.